Manufacturer narrative:
The insulin pump failed displacement test and it was followed by a motor error alarm during rewind due to motor encoder signal out of phase. Motor position encoder error alarm was not verified due to displacement anomaly. The device had cracked case at display window corners, cracked battery tube threads, and minor scratched display window.

Event description:
It was reported that the customer received a motor error alarm on the insulin pump during a bolus delivery attempt. The customer's blood glucose was 138 mg/dl. During troubleshooting, the customer stated the insulin pump had been worn during magnetic resonance imaging. The customer then received a motor position encoder error alert. The customer was not using the sensor feature on the insulin pump. The customer stated he was able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.